Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: two samples and one photo were provided to our quality team for investigation. One samples received was unused and no contamination was observed when inspected. Upon evaluation of the second sample and photo, a hair was observed between the expansion bladder and film. Retained samples of lot 2011109 were used for additional evaluation. All product was inspected, no hair or other foreign matter was observed. A device history review was performed for the reported lot 2011109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure.

Event description:
It was reported that protector p21 had foreign matter. The following information was provided by the initial reporter: before using the phaseal protector the pharmacist noticed a hair in the sterile packaging. The product was therefore not used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p21 had foreign matter. The following information was provided by the initial reporter: before using the phaseal protector the pharmacist noticed a hair in the sterile packaging. The product was therefore not used.